Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated where the customers complaint was not confirmed. The phenomenon could not be duplicated after observation of more than 5 working days. The following defects were also noted: - dust inside the unit - wire found corroded - power inlet socket comes out from the power supply unit however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the reported event could not be confirmed, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the therapeutic ureteroscopic lithotripsy procedure, the visera elite ii video system center displayed a black screen on the video processor touch panel when switched on, along with no video output. The intended procedure was completed with a similar device, causing an additional 20 to 30 minutes of procedural delay. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.